Event description:
Pump declared alarm 20 during the pumping process, and the customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Despite this, customer was able to successfully load a new cartridge and resume insulin therapy with assistance from technical support, indicating effective resolution of the issue.